Event description:
Health professional reported a lap-band device band leak that was first noticed when patient complained feeling a "lack of restriction" and "weight loss below what was expected." The physician performed a fluoroscopy that diagnosed an "obvious leak at the area of the balloon," and the band portion of the device was explanted and replaced.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The band portion of the device has not yet been received by allergan and the access port remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."